Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The atrial and right ventricular leads exhibited decreased sensing. The patient presented for lead repositioning on (B)(6) 2018. Both the leads were repositioned successfully. The patient was in a stable condition before, during and after the procedure.